Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per the complaint details, a revision surgery was performed approximately 2 weeks post implantation due to ¿stem subsided¿ during pt. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events; however, it was noted that the patient had a bmi >55, and it cannot be ruled out as a possible contributing factor. The patient impact beyond the reported subsidence and revision could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a primary surgery was done (B)(6) 2020. The patient was in physical therapy and stem subsided. A revision surgery was performed (B)(6) 2020. Echelon revision 190 was inserted along with 3 accord cables.